Event description:
It was reported that the customer had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was over 785 mg/dl. Caller stated that the customer was vomiting and shaking really bad at emergency room. Caller stated that the customer had an infection in his blood and that the insulin pump was broken it only had two black lines on the display window. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display window. Unable to performed occlusion, prime, and no delivery tests due to display anomaly.